Manufacturer narrative:
A review of the submitted image was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). The following additional information was provided: the image confirmed that the instrument grips seemed dislocated at the proximal end of the instrument's jaws. This is consistent with the failure analysis findings.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the surgeon didn't have control of the wrist of the force bipolar, so the customer tried to take it out and put it back but had to remove the entire arm. The instrument was still in the trocar but the customer was able to use another force bipolar to complete the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the force bipolar had a loss of control and got stuck in the cannula due to a wire hanging out of the wrist, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the customer reported complaint of "didn't have control of wrist, so we tried to take it out and put it back but had to remove the entire arm. Instrument still in the trocar" was found to be replicated and confirmed. Failure analysis found the primary failure of bent grip to be related to the customer reported complaint. The instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.018¿ offset at the tips. The instrument was placed on an in-house system. The instrument passed recognition and engagement. The grips were misaligned and became stuck in the trocar upon removal. Common causes of the failure mode bent instrument grip tips are typically attributed to the user. Bent grips with an offset 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue or objects or collisions with other instruments. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint regarding the force bipolar had a loss of control and got stuck in the cannula was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument logs for the force bipolar (part#: 471405-06 / lot#: k10220613-0120) associated with this event was last used on (B)(6) 2022 on system sk5775. There were 7 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the surgeon didn't have control of the wrist of the force bipolar instrument, which indicates that it might have moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.